Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Unit was unable to download, problem isolated to electronic assemblies. Unable to confirm power loss alarm or adapt tool due to download difficulty. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss in transmitter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.